Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced in the clinic. The patient would be monitored.

Event description:
New information notes the lead continues to exhibit noise. The noise could not be recreated with isometrics and pocket manipulation. The device was reprogrammed to the unipolar configuration. The patient would be monitored for further noise.